Event description:
0n 05/16/06, a clinical incident involving a turbovac 90 with integrated cable arthrowand was reported to arthrocare. It was reported the screen detached from the arthrowand during an endoscopic shoulder rotator cuff procedure. The physician undertook an open procedure to gain access to the detached screen which was successfully retrieved. There was no reported pt injury . The pt is reported to be doing well.

Manufacturer narrative:
The devices were returned to MFR for eval. A visual examination and functional testing of the device was performed. The detachment of the screen was due to excessive use and excessive electrode wear. The instructions for use for this device contains the following warning "excessive wear or electrodes may result from vigorous use against bony surfaces."